Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from USA that on (B)(6) 2022, the surgeon was performing a suprapatellar tibial nail using the tibial nail advance system. During proximal through the aiming arm with appropriate placed trocars locking through the distal static medial to lateral hole, the 4.2mm drill bit was missing the hole in the nail. The aiming arm attachment had to be removed from the insertion arm and the hole had to be drilled freehand. The case was completed without any other complications. The procedure was completed successfully without surgical delay. There was no patient consequence reported. This complaint involves one (1) device unk trauma instrument. This is report 4 of 4 for complaint (B)(4).